Manufacturer narrative:
A sample is being returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that there was an irrigation surge during a surgical procedure. The surgery was completed with the same system and accessories. There was no harm to the patient.